Event description:
The technician alleged that the head up and down switch is not working on the left hand intermediate side rail. No pt impact.

Manufacturer narrative:
The technician found liquid damage on the user control module board. The technician replaced the user control module board to resolve the issue.